Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient had received the implant for the treatment of bladder issues. The reason for the call was to report a sudden loss of therapy. The patient stated they were, "peeing like a race horse," which started a few days ago (month confirmed). They were getting up six times at night. When asked, they said that they did go off of some medications. The patient asked for implant date information and said that when they tried to connect to the implant a couple of days ago, they were not able to do so. It was said they may need to change out the batteries in the patient programmer. They put in new batteries and heard the beep. They said that replacing the batteries was what was needed. With instruction, they connected to the implant and received the following error message, power on reset (por). Potential meanings were reviewed. The patient said they had not had any medical tests nor proced ures and had not been around large sources of electromagnetic interference (emi). The potential the ins battery could have depleted based on the age of the implant (2013) was reviewed. The patient said they were never told the battery might deplete. The issue was not resolved through troubleshooting. They were redirected to their healthcare provider to further address the issue.